Manufacturer narrative:
On 9/07/2016, one mst11 mammotome stereotactic probe, lot number f11539301d1, was received from the distributor for analysis. Visual inspection of the device confirmed use of the device in a procedure. During the visual inspection tissue (assumed breast tissue as device showed evidence of use in a clinical procedure) was found on the end of the knockout tube of the device. The tissue was removed and the device initialized successfully. Simulated functionality testing was conducted on chicken breast. The device obtained three out of three chicken samples successfully. Thus, was unable to duplicate the event. No serious injury occurred as tissue samples were obtained with a subsequent device of the same product code (st probe). After a full investigation and analysis into the root cause, and upon consultation with devicor's medical department, this failure mode has been determined to be a reportable malfunction, pursuant to 21 cfr 803 because this malfunction has the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples.

Event description:
The distributor in (B)(4) reported, "the customer received error code "l3-002" - damaged probe/probe not calibrated."